Manufacturer narrative:
The manufacturer was advised that the explanted lvad pump will not be returning for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing intermittent red heart alarms at night only when connected to a power module. X-ray images of an area of concern (external portion of the percutaneous lead) showed a slight stretching of the shielding. The pt was admitted and the pump operation was ok when on battery power. Additional info received stated that serious fluid was coming out of an exterior cut in the percutaneous lead. A break on the interior portion of the percutaneous lead was also noted. The lvad was exchanged with another lvad on (B)(6) 2013. (B)(4).